Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error. The customer changed the battery and tried to rewind the insulin pump but it still had the motor error alarm. Customer's blood glucose level was 114 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during basal and bolus delivery also, an e70 alarm was present in alarm history screen; unable to perform a21 error test due to motor error alarms. The motor was tested outside of the unit and passed; the motor may have had an intermittent failure that was not detected during our testing. The operating currents were within specifications. The insulin pump passed displacement test, pump self test, off no power test, a21 error test, rewind test, basic occlusion test and prime test. The insulin pump had minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.